Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons on the insulin pump respond intermittently. Customer stated he has to press them a few times to get a response. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was between 86 and 90 mg/dl. Customer stated he was interested in getting an upgraded insulin pump. Customer declined to receive a continuation of therapy devise and was transferred to arrange the ne insulin pump's purchase. The insulin pump would not be replaced or returned for analysis.